Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the error via the error logs. The fse was able to reproduce the error by running the daily and the fse received a bf purge error. The fse re-attached the tube to the top of the bf probe and secured it and then ran the daily which passed with no errors. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 06sep2019 through aware date (B)(6) 2020. There were two similar complaints including this one identified during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [2240] bf probe 2 purge failure cause: the overflow sensor 2 s133 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s133, the discharge solenoid valve sv151, and the washer tube. The most probable cause of the reported event is the tube came loose on top of wash probe. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported a bf probe purge error on start up while operating the aia-900 analyzer. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting beta human chorionic gonadotropin (bhcg) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.